Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 04/30/2015.

Manufacturer narrative:
Report is made based on results of investigation completed on 04/30/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 04/30/2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. (B)(6).